Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The clinic reported that a laser vision correction patient had surgery on (B)(6) 2007 and presented on (B)(6) 2015 with ectasia pin both eyes post treatment. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient complained of irregular astigmatism and decreased vision. Patient reported symptoms are not interfering with daily activities. Bcva from (B)(6) 2007: right eye pre-op 20/25 -4.75 x -3.00 x 0; left eye pre-op 20/25 -8.75 x -.75 x 5. Surgeon advised patient to do topical guided laser treatment when FDA approved.